Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator on (B)(6) 2020. It was reported that impedances were checked on the day of the report and electrode 13 said do not use. Impedances were greater than 4000 ohms on electrode 13. External or environmental factors which may have contributed to this were unknown. The manufacturer representative programmed around the electrode as the other electrodes are fine. The issue was resolved at the time of the report. No surgical intervention was planned or performed to resolve the issue. There were no patient symptoms or complications reported.